Manufacturer narrative:
The reported complaint of the thermogard ivtm system (serial (B)(4)) shutting down during power-on-self-test (post) was confirmed during the initial functional testing and in the event log. The investigation findings revealed of a loose crimped wire harness on pic-16 cable. Therefore, the root cause of the reported power issue was due to intermittent connection between the power supply and a loose cable. Furthermore, wear and tear can be likely attributed to the root cause based on the console's age. The thermogard ivtm system was manufactured in january 2012 and it is 7 years old, well past beyond its serviceable life of 5 years. No exterior physical damage on the console was observed during visual inspection. However, when the console was disassembled, burnt p31 connector on the blower printed circuit board (pcb) was observed. The burnt connector was caused by a leaked u1 on the integrated circuit (ic) of the blower pcb. This issue identified was unrelated to the reported complaint. A new blower printed circuit assembly (pca) was installed to replaced the damaged blower pcb. During event log review, multiple mid:04 (post int ram) error code were identified on the event date. This error code is relevant to the console's power issue, thus, confirming the reported complaint. Initial functional testing could not be performed due to console shutting down during post. To remedy the power issue, the wire harness cooling engine cables assembly and wire harness pic-16 cables assembly were replaced. After parts replacements, the console was re-evaluated, the system passed all the functional tests and it is ready for therapy use. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard ivtm system serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported that during intravascular temperature management (ivtm) set-up, the thermogard xp ivtm system (serial # (B)(4)) powers on but immediately shuts down. No error codes displayed on the screen panel. No patient involvement.